Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during the surgery of acl reconstruction & meniscus repair, after 2nd firing, could not tighten the suture as the video shows, tightened with big force, noted two plates were stuck together. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Instead of the physical device a video was provided. Upon visual inspection of the video, after the second firing the suture didn't had a tight fit, until that a big force was used the suture was tightened. The complaint reported was confirmed. The video does not provide enough evidence to determine root cause. The possible root cause for the reported failure can be attributed that initially a low tension applied on the suture or can be associated to the internal spring of the gun can be defective once the trigger was activated. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: 6l32510, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Patient codes: (B)(4). UDI: (B)(4).

Event description:
It was reported that during the surgery of acl reconstruction&meniscus repair,after 2nd firing, could not tighten the suture as the video shows, tightened with big force, noted two plates was stuck together. Changed another 3 ones, the event re-happened. Removed the patient's meniscus. The patient is stable and in hospital now.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: b1: per the event description, this field has been updated accordingly. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the meniscal repair was aborted and surgeon performed menisectomy instead.